Manufacturer narrative:
An event of difficulty inserting device into patient and tip of the dilator split by the wire was reported. The investigation at abbott found that tip of dilator was deformed and damaged split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined, however could possibly be related to the damage during use. Abbott is performing further investigation to monitor this issue.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was observed that when the device was inserted into the patient groin with some difficulty and maneuvered over the non-abbott super stiff guidewire, the tip of the dilator was split by the wire. The device was replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. The procedure was completed successfully. There were no adverse effects to the patient. The patient status was stable.